Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that customer received a motor error alarm. Customer removed reservoir, rewound insulin pump and received a motion sensor test failure alarm. Customer's blood glucose was 203 mg/dl. During troubleshooting for motor error alarm, it was found that insulin pump was not exposed to magnetic field or MRI; drive support cap appeared normal and customer was unable to complete rewind process due to motion sensor test failure alarm. Insulin pump failed displacement test. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump alarmed during rewind due to motor encoder signal out of phase. Unable to perform the full functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify motor error alarm due to a35 alarms. The insulin pump was received with cracked reservoir tube lip, minor scratched lcd window and scratched reservoir tube window.